Event description:
It was reported that during a breast biopsy the device displayed an error code. The device was rebooted and the customer changed probes and continued to receive the error code. The physician completed the case with no consequence to the patient. The device was sent back for service and repair.